Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched and elongated, resulting in the overall length of the soft cannula to be measured out of specification. The formed needle was seen piercing through the soft cannula, causing a tear in the exposed portion of the soft cannula. When the distal tip of the soft cannula was manually occluded, fluid was observed exiting the tear. The cause and timing of the observed damage to the exposed portion of the soft cannula could not be determined. The download data shows no signs of a struggle or pulse width increase during the run. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 370 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.